Manufacturer narrative:
One (1) controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination and but failed functional testing due to a lack of audible alarms. The confirmed malfunction is related to the reported event. The root cause of the failure was a faulty integrated circuit (audio power amplifier) which contributed to the reported event. An issue escalation was submitted to investigate this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient noticed that there was no audible alarm on low priority alarms, visual indicators present. The vad coordinator was able to create a low flow alarm situation and no audible alarm was present. The controller was exchanged. The issue was discovered as the patient wasn't hearing any sound when power sources where changed or when there was a low power. The patient was transplanted four (4) days later, but during those four (4) days there was no report of any issues with the device. There were no effects on the patient and the investigation is still progress.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.